Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer report that her insulin pump alarmed no delivery during manual prime. Customer stated that she removed the infusion set and the reservoir three times and problem was resolved. Nothing further was reported.